Manufacturer narrative:
The device was received for evaluation. A functional leak test was performed on the unit by manually filling the bladder with green color water. After fill, a leak was observed coming out at the multirate control module dialer. The reported condition was verified. The cause of the condition was due to manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a multirate infusor lv (large volume) leaked. The event was further described as leaking through the "dialer" (control module). This was identified prior to patient use. There was no patient involvement. No additional information is available.